Event description:
On the afternoon of (B)(6) 2021 I experienced gross hematuria with lots of blood in my urine/ active bleeding. On (B)(6) 2021 I saw a urologist, who diagnosed me with bladder cancer. I have since had that tumor removed surgically, and will be going for re-checks to watch for recurrence or new tumors in urinary tract, and bladder. FDA safety report ID# (B)(4).